Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 500 mg/dl. The customer changed the cartridge and tubing. The bg level was addressed with a bolus and basal insulin delivery. As the customer had changed the supplies prior to contacting tandem technical support and was not currently receiving an occlusion alarm, a system check was unable to be performed to determine a possible cause of the occlusion.